Manufacturer narrative:
H10: internal complaint reference case (B)(4). H3, h6: the reported device was not received for evaluation. However, another device was received. A visual inspection of this device revealed the device was not returned in any original packaging. The t1, t2, and suture were returned off the needle. The knot has been tightened down. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended actuation of the device and a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10: internal complaint reference (B)(4) .

Event description:
It was reported that during a meniscus repair surgery, the ultra fast-fix´s t2 implant failed to be deployed, then t2 fell off the inserter after several attempts to deploy. T1 was left secured in the patient. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.